Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that two weeks ago, the patient stopped urinating and could not retrieve their external components for two days due to limited access per correctional institute protocol. The patient stated when they got the external components, they changed the settings but could not find a setting that allowed them to urinate again. The patient stated they had to start cathing. The patient stated their managing doctor was aware they were in a correctional facility. A manufacturer representative (rep) came on tuesday march 4th and changed the settings for the patient, presumably set up a custom program for them. While with the rep, the rep turned up stim to a point where the patient could feel the stim but it began to bother them so the stim was brought down. Around 3 days later, so around 7th of march, the patient turned stim down because they were leaking constantly. The patient was instructed by the rep on march 4th to call patient services (ps) to have a custom program generated for them. Agent reviewed that agent cannot set up custom program remotely, agent reviewed options for switching programs and reviewed considerations around managing doctor involvement in the situation, particularly with the medical issues related to the situation. Agent reviewed with patient considering working with caller to try the programs currently on the handset for set periods of time to see if a program will work best. The caller was provided the nas number and redirected to nas. Because the patient was in a correctional facility, it was unclear how the managing doctor can or will interact with the patient to manage their symptoms and device.